Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, backup vvi issue was observed on the device. Low battery status was noted. Premature battery depletion was suspected since during the device check in (B)(6) 2019, the device longevity estimate was two years to elective replacement indicator (eri). The device was explanted was replaced.